Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje. E3 - occupation: senior perioperative cost specialist. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the suture of an ultrathane mac-loc locking loop multipurpose drainage catheter broke. The device was required for a nephrostomy. During advancement of the catheter over the wire guide, the suture broke. An additional catheter was obtained and was placed in the patient. The suture was "gently" pulled to form the pigtail, and the suture broke. The physician elected to keep the catheter in place without the suture for securement. It was reported that the patient will require an additional procedure to replace the catheter. It was noted that the suture string was clear and difficult to see. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report captures the second catheter with broken suture that requires an additional procedure for replacement.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that the suture of an ultrathane mac-loc locking loop multipurpose drainage catheter broke. The device was required for a nephrostomy and was placed in the patient. When the suture was "gently" pulled to form the pigtail, it broke. The physician elected to keep the catheter in place without the suture for securement. It was reported that the patient will require an additional procedure to replace the catheter. It was noted that the suture string was clear and difficult to see. The device was not stored in an area with uv exposure. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant non-conformance for "suture routing incorrect" in which two devices were scrapped. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_multi2] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, cook has concluded the root cause category would fall under component failure, without any design or manufacturing issue. The customer reported the monofilament string broke and was also discolored, having a clear appearance. Cook medical has received similar complaints where the room containing product was flooded with vaporized hydrogen peroxide, thus altering the appearance of the suture string. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d4, d9, h3, h4 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The suture string was white in color. The device is stored in a lab room where cases are performed. The device is not stored in an area with uv exposure.